Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 13-sep-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a lens was received in a j&j lens case that had a defaced sn sticker. The lens was inspected under magnification. The lens was received cut in half. The lens was cleaned and presented with no further issue. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Device history record (DHR) review: the manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ product loose particles. These complaint issues reported are not related. Based on complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issue reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3: date of event: unknown/asked information was not provided. The best estimation date is (B)(6) 2024 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the non pre-loaded zcb00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of refractive surprise, the iol was explanted in a secondary surgical procedure and replaced with a zcb00 21.0 diopter iol. Patient symptoms persisted for three (03) months. The lens exchange procedure did not require any sutures or vitrectomy. Both no and unknown were provided as answers for incision enlargement. Patient prognosis post-lens exchange is unknown. No further information is available.